Event description:
A pulmonary vein isolation (pvi) procedure to treat atrial fibrillation was performed on (B)(6) 2022. Following the procedure, the patient was diagnosed with pericarditis and pericardial effusion and hospitalization was extended for one week. During the first follow-up appointment post-discharge on (B)(6) 2022, cardiac tamponade was diagnosed with treatment by cardiac drainage and re-hospitalization. Because of the time between the procedure and the tamponade, the physician does not believe the tamponade was related to the devices used in the ablation procedure. On july 26, additional information was received determining the pericardial effusion was not caused by perforation. The physician believes the pericardial effusion was related to the pericarditis. The pericarditis was diagnosed by the pericardial effusion and by blood test. Additional hospitalization and treatment by medication after the cardiac drainage led to discharge with no further information on patient status available. The physician is uncertain about the causal relationship between the pericarditis and the ablation procedure. Since the cause cannot be conclusively be determined, this event is being reported.

Manufacturer narrative:
No device deficiency was reported. Pericarditis and pericardial effusion are known potential adverse events for catheter ablation procedures disclosed in product labeling.